Manufacturer narrative:
The pump was returned to animas and evaluated. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Multiple 0 unit boluses were observed in the bolus history. The bolus history verified a 16.0 unit bolus at 2:04 am on (B)(6) 2011. A 6.19 unit prime was observed in the prime was observed in the prime history on (B)(6) 2011 at 2:06 am. The date of the reported low bg event was (B)(6) 2011. The pump history indicated that the pump was in use until (B)(6) 2011. No data was observed in the pump history from the time of the reported low bg event due to continued pt use. A 29 hour flow accuracy test was performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was torn over the ok button. The ok button was very sensitive and the backlight button responded to presses intermittently. All other buttons responded to presses appropriately. The keypad was removed and the ok button contact was misaligned and adhesive was found under the button contacts. No insulin delivery defects were found with the investigation. The eval of the pump could not duplicate or verify the complaint of unprogrammed boluses.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that he suffered a low blood glucose (bg) event after the pump delivered a bolus. He also alleged that the ok button was torn and was also sensitive and over-responsive. On (B)(6) 2011, the pt claimed that he had seizure after the pump delivered a bolus while he was sleeping. A review of the pump's bolus history revealed a 16 unit bolus that was delivered on (B)(6) 2011, at 2:04 am. The pt denied, however, that he delivered the bolus. The pt was unsure of how low his bg level went. He mentioned that his wife gave him 2 glucagon injections and paramedics were contacted. The pt indicated, however, that the request for paramedics was canceled since the pt regained consciousness. The pt denied that he required a visit to the emergency room (ER) because of the event. The pt claimed that there was also a tear in the keypad around the ok button. He alleged that the ok button was very sensitive and over-responsive. He denied that the pump was exposed to trauma. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he suffered a seizure after the pump delivered a bolus that he denied giving himself.